Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and tore while advancing through the cartridge. Contact stated the lens touched the patient's eye, but was not fully implanted. It was said that there was no patient injury. The contact could not recall the date of event and the model and lot numbers of the cartridge and injector used.